Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (B)(4) of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would intermittently not detect the patient through defibrillation electrodes during intubation. The customer advised that a back up device was available and was used to continue patient care. As a result, ECG would not be obtainable and defibrillation therapy would not be available, if needed. The patient associated with the reported event was not harmed. The patient was a (B)(6) year-old female.

Event description:
A customer contacted physio-control to report that their device would intermittently not detect the patient through defibrillation electrodes during intubation. The customer advised that a back up device was available and was used to continue patient care. As a result, ECG would not be obtainable and defibrillation therapy would not be available, if needed. The patient associated with the reported event was not harmed. The patient was a sixteen-year-old female.

Manufacturer narrative:
The customer was contacted for device evaluation, and it was reported that they are unsure which device experienced this issue. Because this event cannot be traced to a specific device, the customer has not agreed to return the device for the investigation. The reported issue could not be verified, and root cause could not be determined.